Event description:
The external pulse generator was dropped and the rear enclosure damaged. The generator was returned and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the lower case was broken. Analysis also found that the upper case and the battery drawer were broken, the battery release was contaminated, the ring cover, both bail covers and the ring were missing, the lead flex cover was corroded, the battery contacts were compressed and the keyboard was delaminated.